Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise oversensing on the ventricular lead. The patient was almost shocked. Programming changes and lead revision was discussed. The patient was stable.

Manufacturer narrative:
A complete lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the ring electrode cable lumen with the etfe coating of one cable also abraded at proximal region. The cause of the reported event was due to external insulation abrasion exposing the ring electrode cable which is consistent with friction to the device can.

Manufacturer narrative:
Correction a1: patient weight should be 179 pounds.

Event description:
New information states that the lead was reprogrammed.

Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2021. The patient remained stable throughout the intervention.